Event description:
It was reported that during a stenting treatment procedure, a stent detached from a balloon. The 80% stenosed lesion was located in the severely tortuous and moderately calcified inferior mesenteric artery (ima). The lesion was predilated with a sterling 4x20mm balloon. The residual stenosis was 50% after the predilatation. The express sd 5.0x15mm stent was advanced to the lesion and the stent "came off the balloon." The stent became dislodged going into the ima and then the v-18 guide wire prolapsed out into the aorta. A snare was used to pull the stent down into the iliac artery. A surgical cut down of the left femoral artery was done to remove the dislodged stent. The stenting procedure was not completed. The patient's status is reported as fine.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)